Manufacturer narrative:
Investigation included user education and troubleshooting by guiding the user to correctly place the device on the charger and confirm the charging indicator. Investigation of this case revealed that the device functioned as expected once correctly positioned for charging. It was concluded that no device malfunction occurred and that the event was attributable to use-related positioning on the charger.

Event description:
It was reported that the user disconnected the ilet and placed it on a charging pad overnight, and the device did not power on in the morning until the user repositioned it on the charging pad and observed the green charging indicator, after which charging commenced. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no need for medical intervention.